Event description:
I was in to get the essure device implanted and ever since then there has been serious pelvic pain, daily headaches, pain while having sex, weight gain, ringing in ears, on going yeast infections and the list goes on and on.